Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿auto shuts off/ won't hold charge¿. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received by the initial reporter on 2017-09-08. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump will not stay turned on unless she is holding the black power cord at a certain angle. She thought maybe it needs charging so she left it for a day connected to the power cord. There was no change in the pump and no light on the front signaling it was even charging. Nothing would work unless she held the cord in place. She tried a second power cord with the same results.

Manufacturer narrative:
Submit date: 2017-09-07.

Event description:
The customer reports the enteral feeding pump will not stay turned on.